Manufacturer narrative:
An fse visited the customer to address the reported event. During servicing, fse found that the pressure dropped on valve #3 when cycling. Fse replaced buffer valve # and primed and clean the part. The customer performed priming and ran calibration and quality control (qc) without any errors. The ran patient samples and did not receive any errors. The instrument was verified as operational.there was no further action required by fse. The most probable cause of the reported event was failure of buffer valve #3. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported low pressures at the end of runs with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.